Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received post-reset ram crc alarm. The customer¿s blood glucose level at the time of incident was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The insulin pump passed the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hrs. The battery was removed from pump and monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no pump error 23, pump error 49 or pump error 68 were found.